Event description:
Patient spontaneously reported possible faulty mechanism in pump - further details not disclosed. New pump will be sent. Serial number and expiration date are unknown. Patient experienced slow infusion, almost 4 hours with 4 sites. Patient will return pump. No adverse events reported. No additional information or dates available indication: selective deficiency of immunoglobulin g [igg] subclasses. Reported to (B)(6) by pt/caregiver.